Event description:
It was stated that the pump is very loud and there are problems with the flow rate. There was no reported patient involvement.

Manufacturer narrative:
The suspect pump was returned for evaluation. A review of the 12-month service history indicated that the pump underwent its most recent service on october 17, 2025, and the reported issue was determined to be unrelated to this service event. The device was subjected to visual and functional inspection, during which the flow rate was found to be within specification. The complaint described by the user could not be confirmed. No further immediate corrective action will be taken. As the technician was unable to confirm the reported issue, the device will undergo additional functional and delivery testing. Once testing verifies that all results are within specification, the device will be returned to the customer. If any functional or delivery test results fall outside the specified limits, the device will be returned to the technician for further repair and evaluation.